Event description:
Reporter indicated that vns patient underwent generator replacement surgery due to high impedance reading during device diagnostic testing at office visit (dc-dc code 7 and limit). Device diagnostic testing performed at office visit after generator replacement surgery also resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible malfunction of the original biplolar lead. It was also reported that the patient was experiencing an increase in seizure activity above pre-vns baseline frequency. It was reported that intraoperative device diagnostic testing at the time of generator replacement surgery (with replacement generator connected to original lead) was within normal limits, indicating proper device function at that time. Review of x-rays by manufacturer revealed that the lead electrodes were implanted at the c5-c6 level with little strain relief noted. There was a possible small lead discontinuity after the lead bifurcation at the strain relief bend under c6 that appeared visible in two x-rays when patient's head was turned. The generator was implanted in the left chest with lead connector pins fully inserted past the generator connector block and feedthroughs intact as well as lead wire intact at the connector pin. The patient had not experienced any recent injury or trauma that may have damaged the ncp system and it is not believed that the patient manipulated the device through the skin. Revision surgery is likely.

Event description:
Further follow-up revealed that a decision to replace the device has not been made. The patient has been referred for corpus callostomy surgery. The decision to undergo that brain surgery or replace the vns device has not been made. The reported seizure increase is likely due to the patient no longer receiving the vns therapy. The cause of the reported high impedance is unknown. Possible causes of high impedance include:broken lead, patient movements, bad connection, electrode to vagus nerve interface, approaching end-of-service, physician/patient training, possibility of damage during mfg, design durability, or corrosion.